Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200146 ¿ e1 active articulation bearing ¿ 526380, 00877502801 ¿ biolox delta femoral head ¿ 2782568, unknown stem ¿ unknown part and lot. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the hospital did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00601.

Event description:
It was reported that patient experienced a dislocation and underwent a closed reduction approximately 2 months post implantation. During the procedure, the active articulation insert separated from the ceramic head. The patient then underwent a revision surgery 2 days later where the bearing and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d1; d2; d4; d11; g4; g5; h2; h4. D11: 01.06010.004 ¿ avenir stem - 2979902. 010000702 ¿ shell ¿ 6615816. The investigation is still in process and a follow-up MDR will be submitted upon completion.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.